Event description:
Physician was doing a balloon dilation of fibrotic stricture about 10 cm into the terminal ileum that the colonoscope could not pass. A colonic balloon was introduced through scope's accessory channel and used to dilate the stricture up to 11 mm. During the dilation the balloon failed and water that was used to inflate leaked from balloon. A new balloon was obtained and the dilation was performed with no issues.